Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hospitalization and error reading symbol on (B)(6) 2014. Patient stated she was alerted by cgm of low blood sugar and a friend drove her to the emergency room at which time patient was admitted to hospital. At the time of contact with dexcom technical support patient was fine.

Manufacturer narrative:
(B)(4).